Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations.this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user could not select ¿yes¿ after filling the tubing on the ilet, consistent with an unresponsive or nonfunctional touchscreen, and the device was replaced; the user was advised to shut down the pump, use backup therapy, and continue cgm use with dexcom. Symptoms included no blood glucose impact. Outcomes included temporary interruption of automated insulin delivery with use of alternative therapy. Investigation included remote troubleshooting and logistical coordination for device replacement and return. Investigation of this case revealed a suspected hardware malfunction related to the user interface/display assembly that prevented confirmation inputs and normal operation. It was concluded, based on previously established findings for similar reports, that the cause was a device hardware failure.